Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited t wave oversensing picked up by secure sense. The patient was in a stable condition. No further information was reported.

Event description:
New information states that the patient presented via remote transmission. No further alerts were noted. The patient will continue to be followed routinely.